Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was observed during intitial testing. However, after disassembling the device to determine root cause, the user advisorywas no longer seen. The device passed all testing including full functionality testing, stress testing, and internal inspection. The power interface module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "off set self check failure - 1174" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.